Event description:
It was reported that during an un-specified procedure to treat a moderately calcified coronary lesion, the balance middleweight universal guide wire could not cross the stenosis, and the guide wire tip separated in the anatomy. A snare device was used to remove the separated portion of guide wire. A new balance middleweight universal guide wire was used to complete the procedure successfully and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information reported that there was no attempt made to snare the distal portion of the guide wire, as it was stuck in the chronic totally occluded (cto) lesion. Blood flow in other small vessels around the cto was good and the heart tissue was well provided with blood; therefore, it was decided to leave the separated portion of guide wire in the anatomy.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood and contrast on the coils, consistent with being advanced into the anatomy. The tip and coils were separated 2 centimeters distal to the center solder. The separated portion was not returned. The coils were smashed and stretched at the separation. There was no other damage noted to the guide wire. A laser micrometer was used to measure the outer diameter of the core proximal of the hypotube and this met manufacturing criteria. The scanning electron microscopy (sem) analysis results suggest that the tip coil failure may be attributed to torsional overload. Portions of the ribbon were masked by rubbing and products on the surface. The twisted appearance of the ribbon and presence of dimples on protected portions of the fracture suggest the ribbon failure may be attributed to torsional overload. The results suggest that the wire was over torqued. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as observed. Any additional attempts to retract the wire in this trapped state would exceed design limits and potentially separate. In this case, based on the reported information, it is likely that the tip of the balance middleweight universal ii became entrapped within the lesion and with further torquing and removal, the coils stretched and the separation occurred. There is no indication based on the reported information and results from sem analysis to suggest a product quality deficiency. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot.